Event description:
It was reported that during an appendectomy, the device was used to cut off the appendix. The device only formed tow rows of staples, one on the left and one on the right side of the knife. The surgeon had to use sutures to close the wound safely. There was no pt consequence.